Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up. Oversensing was noted on a stored electrogram. The device had post-paced t-wave oversensed on the ventricular lead during which the patient did not receive therapy. Programming changes were made. The patient was stable before, during and after the programming changes.